Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the first reload was able to be fired with no issue; however, on the second firing, the surgeon was able to fire the reload, but it started pushing the tissue out of the jaws. The surgeon stopped and retracted the knife blade and opened the jaws. Examination of the tissue revealed that only one side of staple line was intact and fine, and the medial side was bloody that appeared to be absent of staples. In addition, there was poor staple formation. To resolve the issue, the surgeon had to suture the tissue and used another device reload in order to complete the case.